Manufacturer narrative:
Concomitant medical products: product ID: 37086, serial# unknown, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that there was an issue with the implantable neurostimulator (ins). While the patient was hospitalized due to decubitus of the extension, the ins could not be read. The ins was overdischarged. It was unknown if the ins had been previously overdischarged, when the ins was last recharged, and if the patient experience any symptoms related to the event. The cause of the event was unknown. After completing two physician mode recharges, the ins started correctly. The issue was resolved at the time of this report. The patient was alive with no injury.